Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 25mm amplatzer amulet was chosen for implant using a 14f amplatzer amulet delivery sheath. No pericardial effusion was noted prior to the procedure. The patient was in sinus rhythm at the time of the procedure. A transseptal puncture was performed at a mid¿mid location due to small atrial size. Left atrial pressure measured 5 mmhg and subsequently increased to 8 mmhg after filling. The patient had been on oral anticoagulation therapy prior to the procedure, which was discontinued 48 hours before the intervention. During the procedure, heparin was administered, and the patient achieved an activated clotting time (act) of approximately 260 seconds. Protamine or a reversal agent was administered during or after the procedure. The left atrial appendage was noted to have a chicken-wing morphology. No wire was placed in the left atrial appendage, and a guidewire was positioned in the upper pulmonary vein on one occasion, with no wire or delivery sheath exchanges performed. Multiple attempts were made to deploy and position the device due to challenging anatomy, and multiple device manipulations were required. Sandwich and semi-sandwich positioning strategies were attempted; however, these approaches were ultimately unsuccessful. A triangular fluoroscopic view was used during deployment to assess device positioning. Following the procedure, the patient was discharged from the hospital. Oral anticoagulation with a noac was initiated on post-procedure day 1. Approximately 24 hours after the procedure, the patient developed chest pain and was subsequently diagnosed with cardiac tamponade. Further evaluation identified a localized pericardial effusion measuring up to 1.8 cm, primarily involving the right atrium. The pericardial effusion was treated with pericardiocentesis. It was reported that there was a high probability that the pericardial effusion was associated with the amplatzer amulet device, potentially related to multiple repositioning attempts in the setting of difficult left atrial appendage anatomy.